Event description:
Pt returned to surgery post total vaginal hysterectomy because of 6 gm drop in hgb and signs of shock. Discovered during re-operation that pt was bleeding from uterine artery event though it had been stapled with co instrument. Surgeon noted areas at staple sites were pumping blood.